Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the up arrow and contrast keypad button have been intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are responding appropriately. There was evidence of keypad contamination found under the contrast, up arrow, and down arrow key contacts. Unrelated to the complaint, investigation revealed a faded/discolored display screen. The display was replaced with a test display, and the contrast returned to normal with no signs of fading or discoloration.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: all keypad symbols worn. Keypad intact, no peeling. All keys responding. Removed keypad. Contamination found under "contrast", "up" and "down" key contacts. Unrelated to this complaint, display is faded, discolored and difficult to read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.